Event description:
Customer reported that she had a low blood glucose level and the insulin pump went into threshold suspend earlier in the day of the call. Blood glucose level was 467 mg/dl at the time of the call. Customer also reported receiving a calibration error, meter blood glucose now alert, and predicted lows. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.